Event description:
It was reported that the patient did not have stimulation on for the past 6 years. It was reported that the device had "not worked for her." A high impedance was reported on all of the bipolar pairs on the first test. The second test with different default test values yielded normal results. It was later reported that they could not get any stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient product ID (B)(4), lot # j0425082v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0454277v, implanted: (B)(6) 2004, product type lead. (B)(4).